Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported that ¿tyvek paper that tear off to access the breast implant sticks to the glue on the inner shell¿. This record is for left side. Device remains implanted.

Event description:
Healthcare professional reported that ¿tyvek paper that tear off to access the breast implant sticks to the glue on the inner shell¿. This record is for left side. Device was implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: tyvek or thermoform sticking: only received thermoform, observed thermoform sticking. No other observations observed.

Manufacturer narrative:
Corrected data: h.1 in initial medwatch should have been listed as malfunction.

Event description:
Healthcare professional reported that ¿tyvek paper that tear off to access the breast implant sticks to the glue on the inner shell¿. This record is for left side. Device remains implanted.